Event description:
The daughter of a female pt contacted lifecor customer support to report that one of the pt's battery packs is not functioning. It will not power up the monitor and when placed on the charger, no lights come on. The other battery packs functions normally in the monitor and on the charger. Support requested a data download. A review of the downloaded data revealed no charging or battery pack faults. A replacement battery pack was provided.

Manufacturer narrative:
Eval: device eval of battery pack has been completed. When received for the complaint investigation the battery pack had an 0f04 fault flag recorded. The cause of the fault flag was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic was in a latched-up state, preventing the battery cells from charging. The root cause of the latched-up u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.